Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that there was a foreign object inside the forceps plug mouthpiece and the forceps channel. It is likely the release point when using the accessory and injecting the medical adhesive was misplaced. The detection method is described in the operation manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and preventive measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of channel clogged was confirmed. The device evaluation found a whitish foreign material resembling surgical glue in the channel tube that was attributed to insufficient cleaning. Additional evaluation findings were as follows: the air/water cylinder and suction cylinder had discoloration, the grip had a scratch, the auxiliary water inlet was loose, the objective lens had a scratch, the light guide lens had a crack, the universal cord had a wrinkle, the connecting tube had coating that was peeling, the insulation resistance value at the distal end did not meet the standard value due to burn on the plastic distal end cover, and the bending angle in up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the channel of the evis exera ii gastrointestinal videoscope was clogged with glubran (surgical glue). The issue was found during an unknown event. There was no report of harm or delay.